Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and motor error alarm. Customer's blood glucose level was 500 mg/dl. Customer did not mention how they treated their high blood glucose levels. Troubleshooting for the motor error alarm was performed. Customer advised they were able to complete the insulin pump rewind.

Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place. Drive support was inspected and no anomaly was noted. Pump unable to prime during prime test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip. Unable to perform excessive no delivery alarm due to prime anomaly. No motor error alarm or no reservoir alarm anomaly noted. Motor passed motor test.